Manufacturer narrative:
Additional initial reporter email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following information was provided by the initial reporter: eclipse safety cap snapped resulting in a needle-stick injury for one member of staff.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to safety shield separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following information was provided by the initial reporter: eclipse safety cap snapped resulting in a needle-stick injury for one member of staff.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following information was provided by the initial reporter: eclipse safety cap snapped resulting in a needle-stick injury for one member of staff.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.